Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, urinary problems, organ perforation, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh resection of exposed mesh on (B)(6) 2007 due to exposure of the anterior mesh midline incision, pelvic pain and dyspareunia. It was reported that the patient underwent an excision of vaginal anterior mesh plate on (B)(6) 2012 concurrently with cystocele repair traditional using placation, and cystoscopy due to anterior vaginal mesh erosion and pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent excision of vaginal vault mesh on (B)(6) 2014 due to dyspareunia and vaginal vault mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted due to stress urinary incontinence, anterior vaginal prolapse and possible transitional cell cancer of the urinary bladder. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent anterior mesh repair, mesh and cysto biopsy of bladder and fulguration of bladder papillary disease. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.